Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger/modem screen went blank. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (screen went blank) has been confirmed and isolated to ca board (B)(4). Upon evaluation, the charger/modem would power up normally only intermittently. The cause for the blank screen is intermittent power failure on the ca board. The cause for the intermittent power failure is defective ram. While programming the flash memory, failure was discovered at (B)(4) of the ram. The root cause of the defective ram cannot be positively identified but is likely random component failure. No adverse event resulted from the ca board. The patient received no replacement charger/modem.